Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 500 mg/dl. The caller stated that the customer passed away in the ICU of a hospital on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016 at 3:30pm. The caller stated that the customer went to the hospital with a heart attack but found out that she had clogged arteries. The cause of death was massive heart attack and clogged arteries. The caller stated that the customer had diabetes since the age of sixteen. The customer had heart disease. The caller state that the customer's blood glucose was 500 mg/dl at the time when the customer went to the hospital. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time death; it was disconnected when the customer went to the ICU. The caller could not recall whether the customer used sensors or not. The caller declined returning the insulin pump for analysis.